Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient passed away while completing pd treatment on the liberty select cycler. The death occurred on (B)(6) 2023. No further information was reported. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of death during treatment. However, there is no documentation in the complaint file to show a causal relationship between the patient death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. There were no reports of any issue with the liberty select cycler prior to the death. It is unknown if the patient was found deceased on the cycler or if resuscitative efforts were performed. Long-term survival rates for pd patients remain poor with only 11% surviving past 10 years. Cardiovascular disease accounts for most deaths as dialysis patients have many traditional and nontraditional cardiovascular risk factors. The medical history of this patient is unknown. Based on the limited information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
On (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient passed away while completing pd treatment on the liberty select cycler. The death occurred on (B)(6) 2023. No further information was reported. Attempts to obtain additional information were unsuccessful.